Manufacturer narrative:
Ts reported this error as a self correcting anomaly due to a memory inconsistency; no further action is required and the device remains fully functional.

Event description:
Boston scientific received information that this device exhibited a da error during a routine interrogation. Technical services (ts) was contacted for recommendations. No adverse patient effects were reported.